Event description:
It was reported that the pump's latch/lock was not responding. The device was returned, and evaluation revealed the latch sensor was broken and not registering the latch/lock mechanism. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the latch/lock flex sensor was broken and not recognizing the latch/lock mechanism. The flex sensor was replaced to address this issue.